Manufacturer narrative:
Additional information was added to sections: a2, a3a, a4, a6, b3, b5, b7. Manufacturer internal reference number: (B)(4).

Event description:
Event was reported on 02/25/2026. A healthcare professional reported that a silent nite 3d sleep appliance experienced breakage at the anchor component. The device was delivered to the patient on (B)(6) 2025. The patient was an 83-year-old female with excellent oral hygiene and no reported symptoms. The issue was first experienced and presented to the dental office on (B)(6) 2026, located in (B)(6). Per the report, the patient did not experience any symptoms, and no injury was reported. The patient discontinued use of the appliance on (B)(6) 2026, and no medical or surgical procedures were required. The appliance was replaced with a similar silent nite product. The customer confirmed that cleaning and storage directions were followed. No additional clinical concerns were reported.

Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent and had no discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off. Root cause description: based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism which could have caused the anchor to break. Per the reported information, the patient has a history of bruxism. Manufacturer internal reference number: (B)(4).

Event description:
Event was reported on 02/25/2026. The healthcare professional reported that a silent nite 3d had a broken anchor.

Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).